Event description:
Customer's daughter reported hospitalization due to high blood glucose. The paramedics were called to treat high blood glucose. The blood glucose reading was over 900 mg/dl. Diagnosed diabetes ketoacidosis. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during the prime test due to a cracked end cap. Unable to perform the basic occlusion and excessive no delivery tests due to the prime anomaly. However, all operating currents were in specifications and the device passed the self test, error and displacement tests. A scratched lcd window was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.